Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported, "right breast has been hard". And "on and off sharp pain". Patient, additionally reported, "right breast swelling", deformity. "Right breast showed some fluid around the right breast implant. Most likely, due to a rupture of the implant". And "multiple capsular folding". Device remains implanted. This record relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07/11/2024.

Event description:
Patient reported "right breast has been hard" and "on and off sharp pain." Patient additionally reported "right breast swelling," deformity, "right breast showed some fluid around the right breast implant most likely due to a rupture of the implant" and "multiple capsular folding." Device remains implanted. This record relates to the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe. Seroma-late: unable to observe. Pain: unable to observe. Edema: unable to observe. Capsular contracture: unable to observe. Breast pain: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right breast has been hard and on and off sharp pain, swelling, deformity, some fluid around the right breast implant and multiple capsular folding. Healthcare professional later confirmed right idiopathic seroma and capsular contracture baker grade iii diagnosed by ultrasound/MRI/ histology/cytology. The device has been explanted with a complete capsulectomy with mastopexy. This record relates to the right side.

Event description:
Later, patient reported, there is no rupture. MRI report stated, there is no rupture. And "significant amount of seroma".

Event description:
Patient reported "right breast has been hard" and "on and off sharp pain." Patient additionally reported "breast swelling," deformity, "breast showed some fluid around the [dic] breast implant most likely due to a rupture of the implant" and "multiple capsular folding." Later patient reported there is no rupture. MRI report stated there is no rupture and "significant amount of seroma. Patient later reported capsular contracture, baker grade iii/IV with large seroma. The device has been explanted.